Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. Treatment was not reported. At the time of this report it was unknown if the patient had recovered from the event. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.